Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
Olympus received a mw submitted by a user facility that reported: during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover of the scope came off and the patient coughed it up. No additional consequences to the patient were reported. No facility or contact information was provided in the mw report, therefore additional information could not be requested. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) report the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and although the actual product has not been returned, it is likely the cover was easily removed from the scope due to insufficient attachment to the scope. Users can detect/reduce/prevent the suggested event in accordance with the following instructions for tjf-q190v model device: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Push the center on the top of the single use distal cover. Otherwise, it may cause the break of the portion on the single use distal cover such as the tear off line. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. Inspect the single use distal cover as described in the single use distal cover¿s instruction manual. Olympus will continue to monitor field performance for this device.